Event description:
Complainant alleged that during biomed testing the device's battery was unable to be seated into the battery well. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.